Event description:
A trilogy 200 ventilator, aeris 200 ¿ bt device was returned to a third-party service center for evaluation. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the service technician confirmed that the internal battery must be replaced due to low state of health. After reviewing the device error code log, error err_tda_cell_under_voltage_int_battery_log _only (error code 210) was confirmed. Additionally, the service technician noted that the pollen filter and maintenance label need to be replaced due to preventative maintenance, and the rubber feet were missing and need installed. The device then failed the quality inspection as the wrong final test document was attached at f1 step, so the service technician went back to load the correct test report. After the evaluation and rework were complete, the device passed all testing.

Manufacturer narrative:
The reported failure of err_tda_cell_under_voltage_int_battery_log _only is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.